Event description:
This lead was explanted and replaced due to diaphragmatic stimulation. Should additional information become available, this fill will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. During analysis the inner coils were found deformed. Further inspection showed slight damages at the insulation because of laser extraction. It is reasonable to assume that these damages resulted most likely from the explantation procedure. In addition, the dc resistances were investigated and proved to be flawless. The analysis did not reveal any sign of a material or manufacturing problem.